Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was treated in the emergency room and was not hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. On an unknown date the month following the onset, the patient recovered from the event. No additional information is available.